Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device intermittently powered up on its own either immediately or two hours after powering down the device. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) troubleshot the device with the customer and informed the customer the recommended repair according to the service manual. The rse provided the customer with the part numbers and pricing of the replacement power switch overlay and second-generation user interface (ui) printed circuit board assembly (pcba) for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Product UDI is corrected.